Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had to change their insulin pump battery three times within the past week. The customer received low battery alarms and within five minutes the device dies. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the battery failed alarm. The customer confirmed that the battery was brand new and that it was not stored in a cold environment. However, troubleshooting could not continue as the customer was driving at the time of call. No products were returned or replaced.